Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument was unable to be used for clip application, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product for failure analysis. The 8 mm large hem-o-lok clip applier instrument was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was tested for its functionality and failed the clip test due to misapplication of the clip e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip. Further tests confirmed that the instrument moved intuitively with full range of motion in all directions. As part of investigation, inspection of the instrument found signs of corrosion on the instrument bearings. The pitch and grip input disks bearings exhibited orange discoloration. This is unrelated to the primary observation of a failed clip test. A review of the instrument log for the large hem-o-lok clip applier instrument lot n10210721 seq 0198 associated with this event has been performed. Per logs, no procedure usage was documented on the reported event date of (B)(6) 2023. Furthermore, the instrument was last used on (B)(6) 2023 on system (B)(6) with 58 uses remaining. The probable root cause of the failed clip test is unable to be determined. Additonally, the probable root cause of the unrelated finding of corrosion is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. This complaint is a reportable malfunction due to the following conclusion: the instrument was unable to be used for clip application. Failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm large hem-o-lok clip applier instrument was unable to be used for clip application. Use of the instrument was discontinued. The user continued the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.